Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to flattened buttons dome switch. No numbers spinning around noted. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
It is reported that a customer received a error on their insulin pump. The patient's blood glucose level was at 132 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.